Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced recurrent hypoglycemia during the first three weeks on the pump, with most alerts under 80 mg/dl and a nadir of 66 mg/dl, in the setting of reduced meal announcements and at least one instance of announcing an incorrect large correction with gummies; lows also occurred after treating with sugar and then walking, and troubleshooting and education were provided to carry fast-acting glucose during activity and announce usual meal sizes. Symptoms included hypoglycemia, dizziness, and hot flashes/flushes. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem found, and a usage problem was identified related to improper or incorrect procedure or method, with relevance to the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.